Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Legal matter.

Event description:
It was reported by claimant's attorney, that claimant sustained injuries from an alleged syk secur-fit mix neck angle hip stem, implanted on or about (B)(6) 2014. It is further alleged that claimant was notified by a syk representative that an error had occurred in the component's sterility date was expired at the time of surgery.